Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 5 electric shocks to the patient due to an episode of an atrial driven arrhythmia. The therapy was exhausted. This is the second episode of inappropriate therapy for this patient, therefore, tis is not considered an isolated event. No adverse patient effects were reported.